Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case had contamination. A review of the event history log could not be reviewed as the pump would not power on. During functional testing the power supply had contamination on the back and was burnt. The root cause of issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced power supply with cover and bottom case.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned. Board is corroded and burnt. No patient adverse events reported.